Manufacturer narrative:
Information was completed by the manufacturer based on information obtained from the complainant. The lot number is unknown; therefore, the manufacture and expiration dates cannot be determined. The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.

Event description:
It was reported to boston scientific corporation that six weeks after an anterior pelvic floor repair procedure (date unknown) using a pinnacle pfr kit, the physician was able to feel the mesh during an examination of the patient. He couldn't see it, but determined there may be a small erosion/exposure. The patient was prescribed estrogen cream, and is reportedly "fine."